Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic removal of one kidney when applied to the vessel bear the hilum, the device had loading and unloading issue, the nurse could not load and unload the stapler properly. Also the device was unable to fire and unable to squeeze the handle, the surgeon closed the jaws in the vessel and would not fire. They opened a new device to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.